Event description:
It burnt a place on her leg/ it was burning/ it was like hot and it was hurting and when she took it off, it was burnt [thermal burn], she did not check her skin under the product while wearing thermacare/she did read the usage instruction on thermacare before using the product [intentional device misuse], just had a cataract surgery [cataract], she put them on her leg on the side of it below her hip/every once in a while she put one on and it release the pain in her leg [intentional device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, ndc number: 0573301502, upc number: (B)(4), via an unspecified route of administration from an unspecified date for pain in leg. Medical history included arthritis and it's not bad. Concomitant drugs included unspecified products. Consumer stated she has been using thermacare heatwrap neck pain therapy 16 hours ever since they came out. She had a problem with her leg like arthritis pain and every once in a while she put one on and it release the pain in her leg. She put them on her leg on the side of it below her hip on (B)(6) 2018 and it burnt a place on her leg. She just put neosporin and a big band-aid as treatment. She never had that problem before in her life. Consumer confirmed that she used the thermacare heatwrap in one place and stated, 'just that in one place on my hip I got burns.' No primary care provider was involved in prescribing thermacare neck pain therapy. She had lab work done before she got burnt. When asked "are you currently under the care of a physician for any medical condition?" Consumer stated, 'yes, I just had a cataract surgery.' The consumer classified her skin tone as fair and denied sensitive or abnormal skin conditions. The color of the box purchased was red box. She didn't have any more boxes she just had one left in that box. She said she used the product couple of hours and it was a 16 hour one. It was like hot and it was hurting and when she took it off, it was burnt. She has previously used hot water bottle for pain relief and did not experienced a problem/symptom. While wearing thermacare, she did not engage in exercise but was watching tv. She did not check her skin under the product while wearing thermacare. She took it off when the heat went off of it. But this time it was burning so she took it off. She did read the usage instruction on thermacare before using the product. She "were" not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The action taken for the product was permanently withdrawn when it burnt her. The events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event cataract is serious due to medically significant. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] it burnt a place on her leg/ it was burning/ it was like hot and it was hurting and when she took it off, it was burnt [thermal burn] , she did not check her skin under the product while wearing thermacare/she did read the usage instruction on thermacare before using the product [intentional device misuse] , she put them on her leg on the side of it below her hip/every once in a while she put one on and it release the pain in her leg [intentional device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 77-year-old female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, ndc number: (B)(4), upc number: 305733015025, via an unspecified route of administration from an unspecified date for pain in leg. Medical history included arthritis and it's not bad. Concomitant drugs included unspecified products. Consumer stated she has been using thermacare heatwrap neck pain therapy 16 hours ever since they came out. She had a problem with her leg like arthritis pain and every once in a while she put one on and it release the pain in her leg. She put them on her leg on the side of it below her hip on (B)(6) 2018 and it burnt a place on her leg. She just put neosporin and a big band-aid as treatment. She never had that problem before in her life. Consumer confirmed that she used the thermacare heatwrap in one place and stated, 'just that in one place on my hip I got burns.' No primary care provider was involved in prescribing thermacare neck pain therapy. She had lab work done before she got burnt. When asked "are you currently under the care of a physician for any medical condition?" Consumer stated, 'yes, I just had a cataract surgery.' The consumer classified her skin tone as fair and denied sensitive or abnormal skin conditions. The color of the box purchased was red box. She didn't have any more boxes she just had one left in that box. She said she used the product couple of hours and it was a 16 hour one. It was like hot and it was hurting and when she took it off, it was burnt. She has previously used hot water bottle for pain relief and did not experienced a problem/symptom. While wearing thermacare, she did not engage in exercise but was watching tv. She did not check her skin under the product while wearing thermacare. She took it off when the heat went off of it. But this time it was burning so she took it off. She did read the usage instruction on thermacare before using the product. She were not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The action taken for the product was permanently withdrawn when it burnt her. The events outcome was unknown. As of 21feb2019, the product quality complaint (pqc) group investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Root cause category: non-assignable (complaint not confirmed). Final confirmation status: not confirmed. Additional information has been requested and will be provided as it becomes available. Follow-up (21feb2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. The event cataract is serious due to medically significant but not associated with use of device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. The event cataract is serious due to medically significant but not associated with use of device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Root cause category: non-assignable (complaint not confirmed).

Manufacturer narrative:
According to the product quality complaint group on 21feb2019: investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Root cause category: non-assignable (complaint not confirmed). Final confirmation status: not confirmed. According to the product quality complaint group received on 26feb2019 for too hot: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.process related?: no. Complaint confirmed?: no. According to the product quality complaint group received on 18sep2020: initial complaint assessment: date of manufacture: 07sep2016. Batch r44820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-# retain sample inspection form documented the retain evaluation performed on 14jan2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch was reviewed. Site sample status: received at the site. Date samples were received: 05feb2019. Return sample evaluation: one wrap - wrap is inside a completely sealed pouch. One nsw8 pouch - pouch is sealed; no obvious defects. (L) r44820 s 10sep; exp aug2019 05:48; one nsw8 carton - carton is open. (L) r44820 10sep exp aug2019208058 05:51.

Event description:
Event verbatim [preferred term], just had a cataract surgery [cataract], she did not check her skin under the product while wearing thermacare/she did read the usage instruction on thermacare before using the product [intentional device misuse], it burnt a place on her leg/ it was burning/ it was like hot and it was hurting and when she took it off, it was burnt/burning on my leg [thermal burn], the wrap being too hot [device issue], she put them on her leg on the side of it below her hip/every once in a while she put one on and it release the pain in her leg [intentional device use issue], narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 77-year-old non-pregnant female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, ndc number: 0573301502, upc number: 305733015025,date of manufacture: 07sep2016, via an unspecified route of administration from an unspecified date for pain in leg. Medical history included arthritis and it's not bad, rheumatoid arthritis, hypothyroid, and blood pressure abnormal. Concomitant drugs included levothyroxine sodium (synthroid) at 75mg once a day for hypothyroid, amlodipine besilate (norvasc) at 5mg once a day for blood pressure abnormal, and atenolol at 25mg once a day for blood pressure abnormal; and other unspecified products. Consumer stated she had been using thermacare heatwrap neck pain therapy 16 hours ever since they came out. She had a problem with her leg like arthritis pain and every once in a while she put one on and it released the pain in her leg. She put them on her leg on the side of it below her hip on (B)(6) 2018 and it burnt a place on her leg, burning on her leg. She just put neosporin and a big band-aid as treatment. She never had that problem before in her life. Consumer confirmed that she used the thermacare heatwrap in one place and stated, 'just that in one place on my hip I got burns.' No primary care provider was involved in prescribing thermacare neck pain therapy. She had lab work done before she got burnt. When asked "are you currently under the care of a physician for any medical condition?" Consumer stated, 'yes, I just had a cataract surgery.' The consumer classified her skin tone as fair and denied sensitive or abnormal skin conditions. The color of the box purchased was red box. She didn't have any more boxes she just had one left in that box. She said she used the product couple of hours and it was a 16 hour one. It was like hot and it was hurting and when she took it off, it was burnt. The reporter mentioned the wrap being too hot. She has previously used hot water bottle for pain relief and did not experienced a problem/symptom. While wearing thermacare, she did not engage in exercise but was watching tv. She did not check her skin under the product while wearing thermacare. She took it off when the heat went off of it. But this time it was burning so she took it off. She did read the usage instruction on thermacare before using the product. She were not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Upon follow-up on 27mar2019, it was reported that the number of days in a row that thermacare was used was 1, and the number of hours per day that thermacare was used was 2. The patient was hospitalized for event cataract, but all other events did not involve hospitalization. The action taken for the product was permanently withdrawn when it burnt her, but it was continued now. The events outcome was unknown. According to the product quality complaint group on 21feb2019: investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Root cause category: non-assignable (complaint not confirmed). Final confirmation status: not confirmed. According to the product quality complaint group received on 26feb2019 for "too hot": investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related?: no. Complaint confirmed?: no. According to the product quality complaint group received on 18sep2020: initial complaint assessment: date of manufacture: 07sep2016. Batch r44820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-# retain sample inspection form documented the retain evaluation performed on 14jan2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch was reviewed. Site sample status: received at the site. Date samples were received: 05feb2019. Return sample evaluation: one wrap - wrap is inside a completely sealed pouch. One nsw8 pouch - pouch is sealed; no obvious defects. (L) r44820 s 10sep; exp aug2019 05:48; one nsw8 carton - carton is open. (L) r44820 10sep exp aug2019208058 05:51. Follow-up (21feb2019): new information received from product quality complaint group includes investigation results. Follow-up (26feb2019): new information received from product quality complaint group includes investigation results and new product complaint term "the wrap being too hot". Follow-up (27mar2019): new information reported from a contactable consumer includes: medical history, concomitant medications, product information, and reaction data (added seriousness of hospitalization for event cataract, and updated description as reported for event burn to 'it burnt a place on her leg/ it was burning/ it was like hot and it was hurting and when she took it off, it was burnt/burning on my leg'). Follow-up attempts are completed. No further information is expected. Follow-up (18sep2020): new information received from the product quality complaint group included updated investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of thermal burn, device issue and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. The event cataract is serious due to medically significant but not associated with use of device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
It burnt a place on her leg/ it was burning/ it was like hot and it was hurting and when she took it off, it was burnt/burning on my leg [thermal burn], the wrap being too hot [device issue], she did not check her skin under the product while wearing thermacare/she did read the usage instruction on thermacare before using the product [intentional device misuse], she put them on her leg on the side of it below her hip/every once in a while she put one on and it release the pain in her leg [intentional device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 77-year-old non-pregnant female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, ndc number: 0573301502, upc number: 305733015025, via an unspecified route of administration from an unspecified date for pain in leg. Medical history included arthritis and it's not bad, rheumatoid arthritis, hypothyroid, and blood pressure. Concomitant drugs included synthroid, dosage strength: 75 mg at 75mg 1xday for hypothyroid, norvasc dosage strength: 5 mg at 5mg 1x/day for blood pressure, and atenolol dosage strength: 25 mg at 25mg 1x/day for blood pressure. Consumer stated she has been using thermacare heatwrap neck pain therapy 16 hours ever since they came out. She had a problem with her leg like arthritis pain and every once in a while she put one on and it release the pain in her leg. She put them on her leg on the side of it below her hip on (B)(6) 2018 and it burnt a place on her leg, burning on her leg. She just put neosporin and a big band-aid as treatment. She never had that problem before in her life. Consumer confirmed that she used the thermacare heatwrap in one place and stated, 'just that in one place on my hip I got burns.' No primary care provider was involved in prescribing thermacare neck pain therapy. She had lab work done before she got burnt. When asked "are you currently under the care of a physician for any medical condition?" Consumer stated, 'yes, I just had a cataract surgery.' The consumer classified her skin tone as fair and denied sensitive or abnormal skin conditions. The color of the box purchased was red box. She didn't have any more boxes she just had one left in that box. She said she used the product couple of hours and it was a 16 hour one. It was like hot and it was hurting and when she took it off, it was burnt. The reporter mentioned the wrap being too hot. She has previously used hot water bottle for pain relief and did not experienced a problem/symptom. While wearing thermacare, she did not engage in exercise but was watching tv. She did not check her skin under the product while wearing thermacare. She took it off when the heat went off of it. But this time it was burning so she took it off. She did read the usage instruction on thermacare before using the product. She were not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. Upon follow-up on 27mar2019, it was reported that the number of days in a row that thermacare was used was 1, and the number of hours per day that thermacare was used was 2. The patient was hospitalized for event cataract, but all other events did not involve hospitalization. The action taken for the product was permanently withdrawn when it burnt her, but it was continued now. The events outcome was unknown. According to the product quality complaint group on 21feb2019: investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Root cause category: non-assignable (complaint not confirmed). Final confirmation status: not confirmed. According to the product quality complaint group received on 26feb2019 for "too hot": investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related?: no. Complaint confirmed?: no. Follow-up (21feb2019): new information received from product quality complaint group includes investigation results. Follow-up (26feb2019): new information received from product quality complaint group includes investigation results and new product complaint term "the wrap being too hot". Follow-up (27mar2019): new information reported from a contactable consumer includes: medical history, concomitant medications, product information, and reaction data (added seriousness of hospitalization for event cataract, and updated description as reported for event burn to 'it burnt a place on her leg/ it was burning/ it was like hot and it was hurting and when she took it off, it was burnt/burning on my leg'). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of thermal burn, device issue and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. The event cataract is serious due to medically significant but not associated with use of device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn, device issue and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. The event cataract is serious due to medically significant but not associated with use of device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
According to the product quality complaint group on 21feb2019: investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Root cause category: non-assignable (complaint not confirmed). Final confirmation status: not confirmed. According to the product quality complaint group received on 26feb2019 for too hot: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection.

Manufacturer narrative:
According to the product quality complaint group on 21feb2019: investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Root cause category: non-assignable (complaint not confirmed). Final confirmation status: not confirmed. According to the product quality complaint group received on 26feb2019 for too hot: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection.

Event description:
Event verbatim [preferred term]. It burnt a place on her leg/ it was burning/ it was like hot and it was hurting and when she took it off, it was burnt [thermal burn], the wrap being too hot [device issue], she did not check her skin under the product while wearing thermacare/she did read the usage instruction on thermacare before using the product [intentional device misuse], she put them on her leg on the side of it below her hip/every once in a while she put one on and it release the pain in her leg [intentional device use issue]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 77-year-old female consumer started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r44820, expiration date aug2019, ndc number: 0573301502, upc number: (B)(4), via an unspecified route of administration from an unspecified date for pain in leg. Medical history included arthritis and it's not bad. Concomitant drugs included unspecified products. Consumer stated she has been using thermacare heatwrap neck pain therapy 16 hours ever since they came out. She had a problem with her leg like arthritis pain and every once in a while she put one on and it release the pain in her leg. She put them on her leg on the side of it below her hip on (B)(6) 2018 and it burnt a place on her leg. She just put neosporin and a big band-aid as treatment. She never had that problem before in her life. Consumer confirmed that she used the thermacare heatwrap in one place and stated, 'just that in one place on my hip I got burns.' No primary care provider was involved in prescribing thermacare neck pain therapy. She had lab work done before she got burnt. When asked "are you currently under the care of a physician for any medical condition?" Consumer stated, 'yes, I just had a cataract surgery.' The consumer classified her skin tone as fair and denied sensitive or abnormal skin conditions. The color of the box purchased was red box. She didn't have any more boxes she just had one left in that box. She said she used the product couple of hours and it was a 16 hour one. It was like hot and it was hurting and when she took it off, it was burnt. The reporter mentioned the wrap being too hot. She has previously used hot water bottle for pain relief and did not experienced a problem/symptom. While wearing thermacare, she did not engage in exercise but was watching tv. She did not check her skin under the product while wearing thermacare. She took it off when the heat went off of it. But this time it was burning so she took it off. She did read the usage instruction on thermacare before using the product. She were not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The action taken for the product was permanently withdrawn when it burnt her. The events outcome was unknown. According to the product quality complaint group on 21feb2019: investigation summary: after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "burnt a place on my leg". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The thermal testing for the batch shows there were two individual wraps tested with results less than the lower limit of 37.1°c and one wrap with an individual cell temperature less than the lower limit of 35.8°c. All of the out of limit temperatures were cold. Corrective actions were completed to correct the deviations, one hour of product was scrapped. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Root cause category: non-assignable (complaint not confirmed). Final confirmation status: not confirmed. According to the product quality complaint group received on 26feb2019 for "too hot": investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.process related?: no. Complaint confirmed?: no. Follow-up (21feb2019): new information received from product quality complaint group includes investigation results. Follow-up (26feb2019): new information received from product quality complaint group includes investigation results and new product complaint term "the wrap being too hot". Company clinical evaluation comment: based on the information provided, the events of thermal burn, device issue and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. The event cataract is serious due to medically significant but not associated with use of device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of thermal burn, device issue and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event intentional device use issue is non-serious. The events are medically assessed as associated with the use of the device. The event cataract is serious due to medically significant but not associated with use of device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.